Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the reported event. Display overlay was cracked. Analysis also found that there was a missing keyboard cover and loose keyboard broken hinges.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary (B)(4): analysis confirmed the reported event. Display overlay was cracked. Analysis also found that there was a missing keyboard cover, loose keyboard broken hinges, and the printed circuit (pc) board was out of electrical specification.

Event description:
It was reported that the screen on the programmer was broken. No patient involvement or complications were reported.